Manufacturer narrative:
The returned device was evaluated. During evaluation the device was able to power on using both ac and battery power. It was able to obtain readings and visual alarm alerts displayed when alarm limits were breached. The audio was not working and alarm alerts were not audible; after a few minutes the screen went blank and provided an "audio speaker fault" error message. Internal inspection isolated the failure to the speaker. The speaker was replaced and the device functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event. Corrected data.

Event description:
The customer reported the display goes blank. No patient impact or consequences were reported.